Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date in 1993. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The polyethylene liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.